Event description:
The affiliate stated the customer reported discrepant troponin I (access accutni+3) results, for two patients, involving the access accutnl+3 reagent used in conjunction with the access 2 immunoassay system. The customer indicated the discrepant results were not released out of the laboratory. There was no patient consequence associated with this event. The patients' samples were collected in 5 ml serum separator tubes (sst) and centrifuged at 3,000 rpm (rotations per minute) for ten minutes. The samples were stored at ambient temperature. No sample integrity issues were reported. Data analysis revealed system check, calibration, and quality control (qc) were within assay and instrument specifications. No system errors were observed. The instrument was in normal operation.

Manufacturer narrative:
There is no indication that the access accutni+3 (access tnia2) device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information.